Manufacturer narrative:
Block b3: exact date unknown, approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408740 model: sc-2408-74 serial: (B)(6). Batch: 7079782 UDI: (B)(4). Product family: scs-lead fixation-MRI upn: m365sc43190 model: sc-4319 batch: 36390302 UDI: (B)(4).

Event description:
It was reported that an x-ray revealed lead migration, resulting in no stimulation at the pain site. The waveform was adjusted; however, the spinal cord stimulation (scs) patient continued to experience lack of stimulation and persistent pain. Consequently, the patient underwent lead replacement surgery, during which it was confirmed that the click anchor had become dislodged, though the same anchor was reused. Postoperatively, the patients pain has decreased, and he is doing well. The explanted devices will not be returned for analysis, as they were discarded by the medical facility.